Manufacturer narrative:
H10 e1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent" oxygen device failed" error code. The device was in clinical use when the issue occurred. The patient was moved to a different ventilator, and the suspected device was removed from service. There was no patient or user harm reported. The customer reported that the issue did not improve, even after checking the oxygen supply source so the device was replaced with the same model one by staff from the hospital. A sales representative confirmed the occurrence of the alarm on the device's event log. The sales rep was informed that leakages were more than usual when the issue occurred. The device was evaluated by a service engineer (se), and it was reported that the issue was not duplicated by a test run performed. The se reported that the occurrence of the "check vent: oxygen device failed" (diagnostic code 1111) was confirmed in the event log. The se noted that functional testing of the device was performed, and no abnormality was confirmed. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.